Event description:
Device malfunction: partial deployment; breakage of device during withdrawal. Time of malfunction: during the procedure. Symptoms/ae: intervention required to retrieve stent fragment. It was reported that during an interventional procedure of the left proximal superficial femoral artery, "incomplete dilatation of the stent occurred in the place of lesion. During its withdrawal the stent broke in two pieces (1/4: 3/4). About 3/4 of the stent was removed from the pt anatomy, and the rest of the stent had to be taken out by surgical intervention." Additional info received from the user indicates that during implantation the jostent selfx was deployed in the target lesion, however, was not completely deployed. The stent was opened only in the distal quarter and resistance was encountered with the sheath preventing full stent deployment. The physician attempted to re-sheath the stent, however, the stent was pulled from the lesion into the groin area, and the deployed 1/4 portion of the stent detached and remained in the anatomy. A vascular surgeon was consulted and surgical extraction of the stent fragment was executed. This represents all the known info.

Manufacturer narrative:
(Stent cannot be retracted into the delivery system or repositioned) - this report was originally filed under MFR report number 9616290-2008-00001. This submission represents the corrected MFR report number. Eval summary: eval of the returned device found that only 1/4 of the stent was returned. The stent fragment was deployed, crushed and twisted. The remainder of the stent was not returned. The stent delivery system (sds) was returned with the outer tube stretched and with 3 kinks in the outer tube. The touhy borst valve was in the open position. The stent area with the tip and the neck with markers did not show any abnormalities. The guide wire lumen was flushable and the guide wire was inserted from the distal as well as the proximal end of the device without any abnormalities detected. A root cause for the reported event could not be determined based on investigation findings. Review of the cd with fluoroscopic images and the device lot history record did not produce any findings relevant to this investigation. The device instructions for use state, "warning: once expansion has begun, the stent cannot be retracted into the delivery system or repositioned." The device reported is an abbott international product which is same or similar to a device that is marketed domestically.